Event description:
A malfunction alarm with code malf 0 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. Customer was advised that they could continue using the pump and to contact support if the issue arose again.